Event description:
A pt service representative (psr) contacted zoll customer support while attempting to fit a (B)(6) female pt to report that the charger/modem was not powering on. The pt received a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger not powering on) has been confirmed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted form the damaged power brick connector. The pt received a replacement battery charger.